Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the inner tubing was kinked/buckled, there was blood in/on the helix mechanism, and the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.

Event description:
It was reported that during an implant attempt, the helix on the lead could not extend. The lead was explanted and replaced. No patient complications have been reported as a result of this event.